Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler would not initialize firing. The green button is pressed but the handle could not be squeezed. The faulty stapler was not used on the patient.